Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 2.25x12mm taxus liberte atom stent dislodged from the balloon in an unknown location. The device entered the patient's body, however, they are unsure when the stent dislodged from the balloon. Physician was unable to locate the dislodged stent. Procedure was completed with another of the same device. There were no patient complications reported and the patient status is ok. Additional information has been requested and is not available.